Event description:
A report was received tha the patient had a rash all over her back and the incision site was warm to touch. The patient was prescribed topical antihistamines. It was believed that the rash was device related.